Manufacturer narrative:
(B)(4). The carefusion clinical consultant helped the nurse understand that since the channel was set for i.v. Fluids at 150 ml/hr, and since the nurse had opened the roller clamp on the secondary medication, the secondary infused at the primary rate, and that there was not a failure of the pump or backcheck valve. No product failure is believed to have occurred, however additional investigation support was offered to the customer. At this time, no devices have been received. A follow up report will be submitted should the devices be received for evaluation.

Event description:
An on-site carefusion clinical consultant reported that the staff perceived a device failure, and said that "the medication ran straight in over a short course of time." The clinical consultant reviewed the reported event directly with the reporting nurse; he had her walk through her steps and determined that there was no product failure, but that the overinfusion occurred due to user setup. The nurse showed him that she had hung the secondary bag of zosyn using a secondary set; she stated that she then walked away from the patient because she was getting another admit and never programmed the secondary medication. When she came back some time later she found the secondary bag empty and concluded that the "pump failed and ran away with the infusion." There was no report of patient harm or medical intervention. No further patient/ event details were provided.